Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. Additional information from the field representative was obtained which indicated that the suspected cause of high thresholds was dislodgement. The lead was surgically abandoned, and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.